Event description:
It was reported that the pt underwent a revision procedure on (B)(6) 2013, to address a fractured polyaxial screw. Radiographs taken during a f/u visit on (B)(6) 2013 identified that the polyaxial screw placed in the right iliac during the revision procedure is fractured just below the head of the screw. Revision is planned but had not been performed at the time of this report.

Manufacturer narrative:
Investigation is in process. A f/u medwatch report will be submitted upon completion.

Manufacturer narrative:
Investigation is in process. A f/u medwatch report will be submitted upon completion.